Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device was not working. It was time for a replacement. A decreasing extraction and replacement will take place after covid19. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Review of MDR and/or additional information received shows that there is no information to reasonably suggested that the device in this report may have cause or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient told her the implant stopped working (B)(6) 2019. The caller mentioned external device cannot connect to the implant and that the internal device is malfunctioning. Technical support reviewed with the caller that the information is vague and cannot determine if the therapy is off to consider if the criteria is met for the head MRI. The caller said the patient is waiting to get an implant replace with the doctor. Additional information was received from a friend/family member regarding a patient. It was reported that the device is functioning and the patient needs a MRI. No further patient complications are anticipated or expected as a result of this event. ***MDR decision correct to not reportable. No additional supplements required unless additional information received indicates reportable event***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the system is non-functional. It was recommended that they follow up with their healthcare professional. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical product: product ID 3889-28 lot# v466492 serial# implanted: (B)(6) 2011. Explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care physician (hcp). In response to the inquiry for clarification for if there had been a problem with the device, the hcp replied "yes, the device was not working. In response to the inquiry for the cause of the system being non-functional the hcp replied that it was "time for replacement." In response to the inquiry for what actions/interventions had been taken to resolve the system being non-functional, the hcp replied that they were discussing extraction and replacement after covid19. On (B)(6) 2020, the hcp sent a medical record dated from (B)(6) 2019 chart. In the social history section a prior chart was recounted from (B)(6) 2017. That the patient was on no medications at that time and that the patient¿s voiding diary was reviewed that day, though ¿no pelvic¿ was done that day. The ipg had been checked and impedances had been intact however lead 0 was non-functioning, that it was not being used that day but3 new programs were set up and the patient had good vaginal sensation at ar ound 1.0. It was also noted that the stimulation was too high. The hcp noted that they would arrange for a vudt and a cysto (cystoscope) upcoming. It was noted that the patient was having a low amount of caffeinated beverages. The hcp noted from the case that was documented in the chart from the (B)(6) 2019 appointment that the patient continued to complain of urgency, frequency and leaking with interstim. It was noted that the patient could not feel sensation from the interstim and that the patient had gotten some improvement with mybetriq 50 mg but not optimal and that the urinary analysis had come back unremarkable for urinary tract infection uti) but they were recommending a urinary drug test (udt) due to the increased urinary symptoms. The hcp noted that the interstim was not working as well and that they may need to consider botox or replacement of the interstim all together. It was also noted that there was a neuromuscular dysfunction of the bladder, unspecified and urge incontinence of urine. At the time of the medical record on 2019-nov-20 it was noted that there was no recorded return to office date. There were no further complications reported. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2020-03-17 patltr (con): additional information was received from the patient but unable to read/interpret the information. Decision to report again based off info received that was able to be interpreted.